Manufacturer narrative:
DHR (B)(4) is located at supplier site for this lot (599709). The manufacturing records were reviewed by the supplier, and no non-conformances occurred. There is no shr for this lot. No escalation is required. Leak testing confirmed leakage from the pressure cuff. The leakage appears to be due to a bond separation between the bladder and cuff. Electrical test showed that shield (shld), led and photodiode (pd) were ok. Information such as serial number, lot number, size, manufacture date of the unit were available during eeprom verification. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Manufacturer narrative:
The lot number was not provided; therefore, a review of the manufacturing records could not be completed. A supplemental report of the device history report and evaluation will be forthcoming when the results are completed.

Event description:
It was reported that while using the clearsight finger cuff, the pressure value suddenly started to show inaccurate values on the second day of use. The cuff was disconnected from the finger and reconnect it. However, a bent was observed on the cuff and was exchanged for a new one. The issue was solved. There were no patient complications reported.